Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5 and prolapsed leaflets. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. A chordal rupture was observed. The physician decided deploy the clip, reducing tr to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.